Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation on this lead was performed. Initial analysis result showed that there were four set screw marks noted on the terminal pin. A cut in the lead insulation from the terminal pin through to the empty lumen was noted. Blood fluid was also noted in the lumen due to the cut. In addition, the helix was retracted. Further analysis showed that the allegation on high shock impedance was not confirmed. The lead passed electrical testings. No other issues were found. Additional analysis was performed as per request from the field. No new observations were noted. The lead passed electrical testing with the same results. No further information noted.

Event description:
Boston scientific received information that high shock impedance measurements were displayed on the right ventricular (rv) lead. The physician suspected that the cardiac resynchronization therapy defibrillator (crt-d) was also damaged. A different rv lead was implanted. However, abnormal impedance values were noted. Then, a competitor lead was inserted which was successfully implanted. In addition, a different implantable cardioverter defibrillator (ICD) was also successfully implanted. All other measurements were normal. No adverse patient effects were reported. This lead was never in service and was returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Attempts to obtain additional information on the actual event and explant date were unsuccessful.